Manufacturer narrative:
Evaluation summary: the complaint device associated with this case has not been received for evaluation. Product history records could not be reviewed because reporter has not provided a lot number, or any identification traceable to the manufacturing documentation. This report mailed in to FDA on: 08/30/2007. Additional information was requested from customer: 07/31/2007, 08/02/2007 (3), and 08/22/2007. Additional information received from consumer 08/02/2007. Additional information requested from the ophthalmologist 08/08/2007, 08/16/2007 (2), and 08/20/2007. The ophthalmologist provided information 08/16/2007 and 08/20/2007.

Event description:
Retailer reported a consumer experienced a "chemical burn on her retina" after using this product. Consumer provided additional information on 08/02/2007 and clarified that the "chemical burn" was on her cornea, not her retina. She reported initially experiencing a foreign body sensation and ocular irritation in her left eye (os) after using this product for the first time. She is normally a renu user. Later, her left eye became red and teared profusely. She stated she visited an optometrist who found nothing in her eye and advised her to discontinue contact lens wear. After approximately 10 days, she inserted her contact lens os which had soaked in product during that time. She indicated her eye burned immediately and she had difficulty seeing from that eye because she could not hold it open. She states she visited an emergency room where she was diagnosed with a "chemical burn" and was referred to an ophthalmologist who confirmed the diagnosis. The consumer indicated the ophthalmologist treated her with an antibiotic and a preservative-free tears product. She stated that symptoms resolved, but her vision is a little unclear and her eyes feel a little dry. The consumer wears only one lens in her left eye (monovision). The ophthalmologist reported that upon examination of the consumer in 2007, he diagnosed "keratitis left eye, probably chemical burn" and observed the eye was irritated. He changed her treatment to an antibiotic/steroid combination medication and she was to continue with the tears product. He examined her eye four days later and instructed her to continue with treatment. Approximately two weeks later, he again examined her eye and reported a patient told him she had no discomfort, but vision was not clear. She discontinued medication, but continued with the tears product and a gel (unspecified) in the evenings for two weeks. The following month, the ophthalmologist reported he examined the consumer three days prior, and she is improving.